Manufacturer narrative:
Device evaluation: device is not patent along shaft where kink is visible. Kink is located 4 and a half inches from the distal end of the hub. Resistance felt at the hub. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
During a patient procedure, a bridge balloon¿s guide wire lumen was blocked. It was noted to have a prominent kink in the guide wire lumen where the blockage occurred. Another bridge device was prophylactically used, and the procedure was completed with no patient harm.